Event description:
Operating room rn reported at close of patient's surgery, a packer without the rf chip was found after not being detected by the rf wand. On further examination by the operating room educator, the chip was found; however, not in the usual place and chip was not working. There was no harm to the patient; packer was detected by counts.